Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device yes, the pump was not circulating water the customer reported condition was confirmed. No, the device was not over heating. Problem source was traced to supplier. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was over heating and the motor will not circulate. No adverse patient effects were reported.